Event description:
On (B)(6) 2014, hitachi received a hitachi echelon MRI customer called to report that they had received a call from a pt who said that he suffered a skin burn after an MRI exam received on (B)(6) 2014. The pt was hospitalized at the time of the study. Sometime the evening of the (B)(6), the pt complained to a hosp nurse that he had a blister. The blister was located on the medial side of the right ankle, just below the medial malleolus. It was oval in shape and about the size of a fish-oil pill. The MRI exam was for the left leg, but both legs were positioned inside the rf receive coil. The mro technologist stated that the right ankle was outside the coil and was not touching the left leg. There was a cushion between the legs and the coil surface, the follow up report by the hosp states that there was no burn or redness seen on the area around the blister on (B)(6). There was no further contact between the pt (since released) and the MRI staff. There is no info on what treatment was given for the pt's blister.

Manufacturer narrative:
The echelon is a 1.5 tesla closed bore MRI system. On (B)(6)2015, hitachi dispatched a field service engineer to investigate the incident. The receive coil was heat tested and the tests were negative. Max surface temp was 66 degrees f. The transmitter gain (rf power) was checked and found to be within normal limits. Clinical applications reviewed the pt images, which had good image quality, and found no indication of a malfunction. Sar values ranged from 0.57 tp 2.22 w/kg for 13 scan sequences. Total scan time was approx 28 minutes. Room temperature in the scan room was approx 60 degrees f. Hitachi found no evidence that the echelon malfunctioned. No root cause was determined.